Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: further investigation is in progress. Completion of an imaging system check-out by a medtronic representative is pending approval by a site representative.

Event description:
A site representative reported that the imaging system was not connecting to the mobile view station (mvs) per the status bars on the image acquisition system (ias). There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep found that a frame rate error message appeared after taking images. The rep replaced the interface cable. The imaging system then passed the system checkout and was found to be fully functional. The cable has not been received for evaluation.